Event description:
Intraoperatively, it was reported that one of the leaflets would not open due to interference. The surgeon attempted to rotate the valve using a valve rotator and one of the leaflets dislodged. Another 19 mm sjm mechanical valve was implanted.